Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 380 (mg/dl). Customer administered a correction bolus to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer used humalog insulin in the pump cartridge for 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to change pump supplies.